Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
Patient presented in clinic for follow up and it was noted patient had inappropriate therapies due to lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.